Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.

Event description:
When inserting catheter, stylet stays in catheter, cannot be removed. Procedure had to be redone, different brand of catheter used, invasive technique for nn. Catheter wrinkles and pulls out of insertion site during installation.

Event description:
When inserting catheter, stylet stays in catheter, cannot be removed. Procedure had to be redone, different brand of catheter used, invasive technique for nn. Catheter wrinkles and pulls out of insertion site during installation.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be submitted once investigation has been completed.